Event description:
It was reported that the pump touch screen was "registering touches when not being touched". There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.